Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 8cm balloon. Two kinks on catheter that appear to be from return packaging. The balloon was returned within the introducer sheath. The entire balloon was extended past the distal end of the introducer sheath. The introducer sheath was examined and the tip is flared. The balloon was returned prolapsed at the distal tip. One complete circumferential break of the outer catheter at the glue joint. The catheter is bunched through out the distal end. Polyimide is still intact. No other anomalies were noted to the device. Functional/performance evaluation: further testing was not viable due to sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for retraction issues as the device was returned with the balloon prolapsed past the distal tip, the introducer sheath tip is flared, and the catheter is confirmed for a circumferential break. It is likely retraction issues led to the catheter break. However, the definitive root cause for the reported events could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention conquest pta dilatation catheter brochure: the recommended sheath size for this sized device is 6fr. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following use in a av fistula, the balloon catheter was unable to be retracted though the 7fr sheath. The balloon and sheath were removed over the guidewire as a single unit. Another balloon and sheath were used to complete the procedure. There was no reported patient injury

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following use in a av fistula, the balloon catheter was unable to be retracted though the 7fr sheath. The balloon and sheath were removed over the guidewire as a single unit. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.